Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient's tremor came back and they seen an oor on the patient programmer. The patient would turn the ins off and on and this would resolve the issue for a little while but then the oor would appear again. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The impedances were checked and came back okay. The impedances were rechecked while the patient raised and the impedance on the active contact 0 showed high 14,000 ohms. The healthcare provider (hcp) reprogrammed using contact 1. Oor seemed to have resolved with the new parameters. No further complications were anticipated.